Event description:
Initial result for a pt co2 was 43 mmol/l. When repeated, the result was 37 mmol/l. The incorrect result was not used to guide treatment. The field service representative found the sample probe was bad and repaired the instrument by replacing the probe.